Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-06203. It was reported that guidewire removal difficulties occurred. After a samurai guidewire crossed the lesion. A 3.50mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, the balloon catheter became stuck with the guidewire and was difficult to pull when attempted to remove. The balloon catheter and guidewire were then removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.